Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported issue was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) indicating a pneumatic block software calibration issue. There was no patient injury reported as a result of this incident.